Event description:
Embolectomy catheter broke during use surgically. Further arterial exploration required to ensure no foreign body/part of broken catheter in situ. Embolectomy catheter was matched against another (new) catheter to confirm all broken parts were accounted for.

Manufacturer narrative:
We have received the complaint device for evaluation and we confirmed the reported incident. We received two catheter pieces. The catheter shaft of the first piece was measured to be 67 cm and it contained the catheter hub. The other piece was measured to be 10 cm. We did not observe a balloon attached to either piece. Based on our device evaluation, it is likely that some procedural factors ( use of excessive force to remove the clot) may have caused or contributed to this malfunction. As is common with other catheterization procedures, complications including tip separation may occur during the use of embolectomy catheters. Our IFU properly identifies the risks associated with the use of the single lumen catheter to its users. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. As part of our manufacturing process, a 100% balloon and winding inspection are performed on each of the manufactured products.